Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and cannula dislodgement or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 280 mg/dl while wearing the pod between 4 and 24 hours. It was reported the cannula was found to be dislodged from the infusion site. When the pod was removed it was discovered that the needle mechanism did not retract as intended and caused bruising. This indicates a needle mechanism failure. As treatment, a manual injection was given. The pod was discarded.